Event description:
The defect was found when opening a package to use it as a sample. One of three pmma spacers was come off from the cup. No force of pushing or pulling was added, but just come off by itself. How to deal with this problem if it's come off during a surgery?